Event description:
Regional sales manager reported the instrument broke while in patient's abdomen. The surgeon was able to remove the instrument and the broken piece with another instrument during the same procedure. No x-ray or further action was required. No known pt injury was reported. In 01/2004 the instrument was received. The jaw is broke off at the hinge, jaw piece included.